Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As part of the manufacturing process, 100% of the units undergo a balloon inspection. Latex deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon". Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. Complaints incidence will continue to be monitored, and applicable actions will be taken as required.

Manufacturer narrative:
A product evaluation was completed on the returned 62080814f catheter. The reported event of balloon inflation issue was confirmed. Balloon did not inflate due to leakage from the distal area of the balloon. Closer examination found that the balloon was deteriorated and many tears were observed at the distal area of the balloon. The edges of tear appeared to be matched up. No other visible damage was observed from both windings and catheter body. The engineering evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record cannot be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional FDA premarket submission is k152762.

Event description:
As reported, during use in patient, the balloon of this fogarty catheter did not inflate. There was no allegation of patient injury.